Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator will not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
The fse replaced the 2nd generation power supply to address the reported problem.